Event description:
It was reported that the patient's artificial urinary sphincter (aus) was no longer functioning and patient experienced recurring urinary incontinence. No new surgery has been scheduled yet. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.